Manufacturer narrative:
The investigation confirmed that multiple non-reproducible, higher than expected vitros trop I es patient results were obtained while using the vitros eciq immunodiagnostic system. The investigation findings determined that there is no indication that a vitros eciq instrument or vitros trop I es reagent issue contributed to the event. Additionally, the investigation determined that this customer did not process samples in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The investigation could not determine a definitive root cause. However, a pre-analytical sample processing issue cannot be ruled out.

Event description:
The customer obtained multiple non-reproducible higher than expected vitros trop I es patient results (patient sample result 1=0.061 ng/ml vs. An expected result =0.025 ng/ml; patient sample result 2=0.098 ng/ml vs. An expected result <0.012 ng/ml: patient sample result 3=0.060 ng/ml vs. An expected result <0.012 ng/ml; patient sample result 4=0.079 ng/ml vs. An expected result =0.014 ng/ml; patient sample result 5=0.216 ng/ml vs. An expected result <0.012 ng/ml) from multiple patient samples processed on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer retested the sample per customer policy. The retest result was believed to be true and the customer reported the retest results. No higher than expected trop I es results were reported from the laboratory. There was no allegation of patient harm as a result of this event. This report is number three of five mdrs for this event. Five 3500a forms are being submitted for this event as five devices were involved. (B)(4).